Manufacturer narrative:
D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a customer called and states that the angio-seal device did not function properly. During the deployment, the angio-seal device was inserted into the sheath. When pulling back, it came back. Required manual compression to achieve hemostasis instead of using the closure device. The patient was stable. The procedure was a cerebral angiography. The estimated blood loss was less than 250cc. Additional information was received on 04jun2025: the procedure was a carotid artery thrombectomy procedure using a 6 french fubuki sheath. A pre-deployment angiogram was performed. There was no issue with access. Upon inspection of the device, the tip of the sheath was missing. The missing piece of the sheath was not available to return. Nor was it observed to be missing by the team who deployed the angio-seal. The angio-seal device (footplate, collagen) was intact. The patient chart was assessed and there was no indication that further intervention was needed. There was no evidence of peripheral vascular compromise per chart review. The angio-seal device was stored in a cabinet where the doors stay shut. The doors were made of dark wood. This was in accordance with the guidelines for storage of angio-seal away from ultraviolet (uv) light.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned for evaluation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The distal end of the sheath appears to have been cut, exposing the anchor and collagen. The location of the cut also cut the carrier tube, exposing part of the tamper tube. The complaint can be confirmed for a nondeployment device pullout. The device sheath tip was cut, exposing the anchor, collagen and tamper tube. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).